Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Reported loss of capture and intermittent noise on the atrial channel in recordings transmitted to home monitoring. Lead to be evaluated further and remains implanted. No adverse events reported. Should additional information become available, it will be added to this file.